Manufacturer narrative:
(B)(4). The device was received for investigation. It was visually inspected for any signs of abuse/misuse/damage. None were noted. Functional testing involved the connecting the returned column to a concha water bottle. Both upper and lower tubes were then punctured into water bottle. The lower tubing filled as expected. The column was then connected to a comfort flo circuit and cannula using a 3lpm flow. The nasal cannula was occluded allowing the pressure to build in the bottle until the relief valve actuated representing back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Check valve testing showed all valves operated appropriately. Low water alarm and temperature setting functioned properly. A device history record review shows that the product was assembled and inspected according to our specifications. The complaint cannot be confirmed based testing results. Teleflex will continue to monitor for these complaint descriptions.

Event description:
Customer complaint alleges the device had a stuck valve which caused water to back up and fill into the patient circuit. Alleged defect was reported as prior to patient use during functional testing. No report of patient harm or delay in treatment.